Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-02-12. H.6. Investigation summary bd received one used 18ga insyte autoguard blood control IV catheter unit with an undamaged opened package from lot number 9310118. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic evaluation the unit displayed traces of thick media at the flashback chamber and through the catheter. There was no physical damage to the hub, button, grip, spring or barrel that would inhibit the needle from activating. Damage was observed in the area of the catheter tip. A functional test was performed. In attempt to remove the catheter, it was observed that the needle is stuck inside the catheter tubing where the needle tip is piercing into the tubing wall. The catheter was manually pulled off the needle with force. The activation button was secured and visually the needle tip was damaged where it had been caught up in the tubing wall. At this time the activation button was depressed in which no resistance was met and the needle fully retracted. Based on the observation and testing conducted on the used unit provided for this incident the reported issue was confirmed as the defect on the needle tip prevented the proper retraction. This was physical/mechanical evidence to confirm and support a manufacturing related issue for the reported defect relating to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd insyte autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in failed to retract during use. The following information was provided by the initial reporter: verbatim: we recently had an ems staff member use an 18g instyge autoguard in which the needle would not retract.the product was used on a patient without any harm.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd insyte autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in failed to retract during use. The following information was provided by the initial reporter: verbatim: we recently had an ems staff member use an 18g instyge autoguard in which the needle would not retract. The product was used on a patient without any harm.